Manufacturer narrative:
The following fields were updated due to additional information: concomitant medical products. Device available for eval?: yes concomitant medical products: returned to manufacturer on: 8/11/2020 h.6. Investigation: fourteen sealed 32g x 4mm pen needle samples and two photos were returned from lot. No. 9324006, cat. No. 320136. Clog testing was carried out on the fourteen samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp was unable to deliver insulin/medication prior to use. The following information was provided by the initial reporter: this is a needle clog issue. A patient is complaining that drug didn¿t come out and she has experienced this issue many times recently. This patient¿s husband contacted us for inquiry. His comments are as follows: it doesn¿t worth the money; my wife has been using insulin for a long period of time but has never faced such frequent occurrences. The patient is old but this may not be attributed to her manipulative procedure. The husband first called the insulin¿s company and then called bd. He seemed to be quite angry.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32ga 4 mm 14bag 700case jp was unable to deliver insulin/medication prior to use. The following information was provided by the initial reporter: this is a needle clog issue. A patient is complaining that drug didn¿t come out and she has experienced this issue many times recently. This patient¿s husband contacted us for inquiry. His comments are as follows: it doesn¿t worth the money; my wife has been using insulin for a long period of time but has never faced such frequent occurrences. The patient is old but this may not be attributed to her manipulative procedure. The husband first called the insulin¿s company and then called bd. He seemed to be quite angry.